Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that for some reason the ins was giving her a really high intensity. The patient reported that when she was trying to adjust the stimulation, she was seeing settings not available. The patient reported that she had the setting at 3.0v and when she stood up or leaned forward the stimulation felt like 9.0v. The patient reported that she could hardly walk because it was too much for her legs. The patient was able to turn the stimulation down, so the stimulation felt better on her legs. The patient had an appointment with her healthcare provider (hcp) and would make sure a manufacturer¿s representative (rep) was there to help with the settings not available message. Additional information as received from the patient on (B)(6) 2020. It was reported that the they were not entirely sure of cause but though because their back was getting so much worse, they have been turning intensity up higher to get any relief so maybe that was why it showed settings not available and intensity too high. Patient stated they have not been turning it up and dealing the severe pain. They keep getting different things happening with the unit quite a bit lately. Additional information was received from the patient on (B)(6) 2020. It was reported that when the patient reported "a lot of things were happening with the ins", they were referring to the settings not available message and the ins had started to change levels of stimulation where they felt jolts of electricity. It was explained that it would be at 7.2 and would suddenly decrease to 3.4 and then suddenly increase again to 9.8. This continued for a couple of days. The patient then finally contacted the manufacturer and the ins was shut off. Regarding the settings not available message they were seeing, the patient could not recall any circumstances that could have led to it. They did go in for reprogramming, but it was still happening occasionally. They noted that their pain had worsened from possibly falls, so they were requiring higher intensity. The patient stated they now know what to do and that they would be scheduling an appointment for reprogramming and possibly a lead check as they have had many falls. No further complications were reported or anticipated.